Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# : (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and complex regional pain syndrome type I reported about four days ago they were able to see the recharging screen, but after a little bit of time it went to a screen they had never seen before, but they couldn't recall what it was. The consumer spoke with the manufacturer's representative (rep) about the issue who told them to get a new desktop charger. That same day the consumer called back with their external equipment and reported the recharger wasn't charging when plugged in, and the connector pin was loose. No out of box failure was reported. It was further reported the implantable neurostimulator (ins) was depleted, and they had a return of pain in their knee on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.